Event description:
The customer went the emergency room (ER) on 1/25/2026 with a blood glucose level of 400 mg/dl and was treated with intravenous saline and manual injections. Customer was released from ER on 1/25/2026; however, due to ongoing high blood glucose levels displayed as "high" although no specific value was provided, customer returned to the ER and was subsequently admitted to the hospital on 1/26/2026. The customer received treatment with intravenous fluids and saline, bolus through the pump, and manual injections, which resolved the issue. The customer alleged the pump was not delivering boluses as intended; however, this could not be confirmed as customer was unable to recall bolus history and not able to upload pump data for review. At the time of the report with tandem technical support the customer was still admitted to the hospital but had successfully resumed insulin therapy with the pump.